Event description:
A MRI technician inquired on the vns MRI guidelines. During the call, the technician reported that the patient had her generator explanted several years ago due to voice alteration. It was reported that the patient is unable to get her implant information from the hospital because it was implanted so long ago. No additional relevant information has been received to date.

Event description:
An update was received indicating that the patient was explanted in 1991, though the specific date of explant was not known. No additional, relevant information was received to date.